Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse was able to replicate the reported 42 error the customer was experiencing. The fse inspected the foot pedal tray configuration and found that the power cable was connected to the foot tray and was not fully seated. The fse reseated the foot pedal cable and tested the foot tray to ensure cable did not come out again. No part replacement was required. The system was tested and verified as ready for use. A review of the site's complaint history showed a similar issue with the system and the issue was resolved after a power cycle and the procedure was completed robotically with no reported injury. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse). Investigation revealed the following possible related system errors: error 44 - the foot tray type on surgeon console controller (scc) has changed from what was detected at start-up and error 42 - invalid (unsupported) foot tray on scc. No image or procedure video was provided for review. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted umbilical hernia intraperitoneal onlay mesh surgical procedure, the customer observed a non-recoverable 42 error. The customer informed the technical service engineer (tse) that they were in the process of power cycling the system, which completed and the error persisted. Tse observed the 42 error proceeding by error 44 in the logs. The tse then found the system was a dual console system and then explained to the customer that the issue was associated with one of the surgeon side console (ssc). Tse asked if the customer was able to complete the case as a single console system, which the customer informed they could. Tse walked the customer through power cycle of the system, removing the blue fiber cable from the affected ssc and powered the system back up. Once the system was powered on, there were no errors and the customer continued with the case. The procedure was completed with the 2nd ssc as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon stated that they went into the case and the console did not work. The operating room (or) staff tried several things and still it did not work. The staff told the surgeon to move to the second console as that one was working. The surgeon did not know what was tried and had no further details.

Event description:
Refer to h10/h11 for follow-up information.